Manufacturer narrative:
Section a2, a3, a4, and a5:unknown/not provided. Section d6a - na as this is not an implantable device. Section d6b - na as this is not an implantable device. Section e1: telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received . All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that there was an error message that the first eye (od) had incomplete lenticule creation. Docked successfully, treatment interrupted. Undock patient. The patient undocked and was informed by the surgeon that the machine had stopped firing during lenticule creation and that he would not proceed with further lasering until the machine was checked. The surgeon commented that it is good that no damage was done to the patient, apart from the patient having blurry vision instead of corrected vision next morning. The surgeon was surprised that in the report there was no record of an incident or indication of when treatment ceased. There was no patient injury or surgical intervention needed.  No further information is available.

Manufacturer narrative:
Corrected data: upon further review a supplemental MDR is required as silk (lenticule removal) is not approved in the united states therefore, not reportable for this country. Hence, the information from the initial MDR pertaining to the earlier mentioned codes (2137 - blurred vision, 4582 - no clinical signs, symptoms or conditions, 1112 - computer software problem) and reportability (section b1 and b2) are no longer applicable and case is considered as not reportable. There will no longer be any further reporting under MFR report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.